Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a x-ray detectable sponge. The customer stated that the 4x4 xrd sponge came apart when feeding through the 12mm trocar during a robotics procedure. The customer further stated that there was no harm to the pt and no medical intervention required as a result of this incident. The customer further stated that the original procedure was a robotic prostatectomy with lymphadenectomy.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.